Manufacturer narrative:
No parts were returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the surgeon had difficulty engaging the screw to tighten the spinous clamp. The surgeon had to use his fingers to engage the screw, thus resolving the issue. There was no impact to patient. There was a reported delay to the procedure of less than an hour as a result of the reported issue.